Event description:
Information was received indicating that a smiths medical pump was alarming indicating that the reservoir is empty but there was still medicine in the cassette. There were no reported adverse events.